Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced an out-of-box failure characterized by repeated ¿restart (60)¿ alerts and the absence of the ilet identifier in the paired mobile app, consistent with a communication malfunction involving the device¿s bluetooth low energy board. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the pump and return of the reported device without hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a suspected internal communication failure within the pump¿s electronics consistent with a ble board communications error. The device underwent a detailed inspection, and it was determined that the issue with the bluetooth communication stemmed from a faulty u4 chip on the hoverboard, which is responsible for controlling bluetooth communications. After replacing it with a functioning hoverboard, we confirmed the communication with the bluetooth version and host. Once we reflowed and reinstalled the original hoverboard, we successfully replicated alert 60 in the notification menu, confirming the reported issue with the bluetooth communication.